Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had critical pump error about 3am. The customer¿s blood glucose was unknown at the time of the incident. Customer reported that the screen looked like moisture was behind the screen but it has not been exposed to moisture. The insulin pump will be returned for analysis.